Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the venous line occluder head could not operate. A duplication check was performed and one of the displays was missing. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain a UDI label, but the applicable UDI information associated with the device is (B)(4). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.